Manufacturer narrative:
D11: bd 20m: syringe lot #0154251; td 9/28/20 updated b5 & d11.

Event description:
It was reported that a syringe pump infused faster than expected in the nicu. The bedside nurse stated that pump was programmed at the correct rate of .38ml/hr. However, continues infusion of oxacillin syringe ran out of medication 4 hours earlier than expected. There was no reported patient injury.

Manufacturer narrative:
Corrections: b5, h3, h6 (method, result, conclusion), h11 additional information: a4, d11, g4, h2, h4, h10 investigation conclusion: the report of an over-infusion was not confirmed. The event description stated that the syringe ran out of medication 4 hours faster than expected. The pcu event log contained no programming errors that would result in the reported event. The pcu event log shows syringe module (B)(6) was in use between 1:51 am and 2:41 pm on 28sep2020. The total volume recorded as being infused during this period was 3.2704ml between 2 syringes. The first syringe was changed out with volume left over and no alarms prior to being changed out. The second syringe was only in use for approximately 9 minutes before the device was channeled off. There were no alarms prior to the device being channeled off. The device error logs were not received for investigation. The device was being used for treatment. The devices were not returned for investigation. Device inspection: not applicable as only a portion of the pcu event log and the customer¿s dataset were received for investigation. Root cause analysis: the root cause of the reported over-infusion was not identified. Device history review: review of the syringe module (B)(6) service history record showed the device had a manufacture date of 09jan2009 a review of the device service history record was performed beginning from the date of manufacture to the present date 06oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only.

Event description:
It was reported that a syringe pump infused faster than expected. Bedside nurse stated that pump was programmed at the correct rate of 0.38ml/hr. However, continues infusion of oxacillin syringe ran out of medication 4 hours earlier than expected.there was no reported patient injury.

Event description:
It was reported that a syringe pump infused faster than expected in the nicu. The bedside nurse stated that pump was programmed at the correct rate of .38ml/hr. However, continues infusion of oxacillin syringe ran out of medication 4 hours earlier than expected. There was no reported patient injury.

Manufacturer narrative:
Investigation conclusion: the report of an overinfusion was not confirmed. The event description stated that the syringe ran out of medication 4 hours faster than expected. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows syringe module s/n (B)(6) was in use between 1:51 am and 2:41 pm on (B)(6) 2020. The total volume recorded as being infused during this period was 3.2704ml between 2 syringes. The first syringe was changed out with volume left over and no alarms prior to being changed out. The second syringe was only in use for approximately 9 minutes before the device was channeled off. There were no alarms prior to the device being channeled off. Functional testing of the returned source syringe module found no issues with the device. A review of the device error logs found no errors during the time of the reported event. Device inspection: the syringe module 12890981 was received with the instrument seal intact. The right (male) iui was observed with a damaged isolation rib. The left (female) iui was observed with foreign particles. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 09jan2009 a review of the device service history record was performed beginning from the date of manufacture to the present date 06oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a syringe pump infused faster than expected. Bedside nurse stated that pump was programmed at the correct rate of .38ml/hr. However, continues infusion of oxacillin syringe ran out of medication 4 hours earlier than expected. There was no reported patient injury.